Event description:
The report received from the field indicated that clotting at the tip of the introducer sheath was occurring. There was no reported patient injury.

Manufacturer narrative:
Additional information indicated that the clotting issue involves the luer hub of the device and that sometimes the clotting extends to the distal tip. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.